Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn tip broke off of the adapter before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, the patient needed indwor, and the nurse gave intima-ii, and found that the prn tip broke off. Replace the intima-ii."

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned so the failure mode could not be observed. Root cause could not be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn tip broke off of the adapter before use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2019, the patient needed indwor, and the nurse gave intima-ii, and found that the prn tip broke off .replace the intima-ii."